Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the implantable neurostimulator (ins) and extension were explanted on (B)(6) 2016 due to an infection. The rep confirmed that the devices will be replaced at a later date. It is unknown when the infection began occurring.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension. Product ID 3389s-40, lot# va07k5n, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va07k5n, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID : 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type extension.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the signs/symptoms of the infection included recurrent boils/pustules that came up on the implantable neurostimulator (ins) site and drained pus and blood when they burst. The etiology was noted as possibly related to the device/therapy and not related to the implant procedure; an other etiology of "infection" was noted. It was also clarify that the entire system was explanted and not replaced on (B)(6) 2016 due to an infection of the deep brain stimulation (dbs) pocket. The event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient's baseline weight was (B)(6) pounds. It was also noted that the etiology was updated to possibly related to the device/therapy and not related to the implant procedure; the incisional site /device tract of the implantable neurostimulator (ins) pocket was noted. No further complications were reported/anticipated.

Manufacturer narrative:
Updated with device information the patient code listed above is not applicable upon further review. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a representative reported an examination confirmed erosion of the generator on (B)(6)2016. It was indicated the patient was originally diagnosed with erosion of the deep brain stimulation (dbs) pocket. Review of the patient's chart noted "infection of generator pocket." The incisional site/device tract of "neurostimulator pocket" was omitted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.